Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The user reported missing high and low glucose alarm. The reported issue was investigated and attempted to replicate. The reported configuration of [[moto g stylus 5g] was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use moto g stylus 5g android operating system version 13. Customer experienced a signal loss and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced symptoms reported as loss of consciousness, ¿moaning and moving in bed and crying, they stayed low¿ and was unable to self-treat, requiring third-party treatment of honey by a non-healthcare professional before contact was made with emergency services (es). Upon arrival, the healthcare professional (hcp) performed heart monitoring measures and suggested toast with butter and peanut butter for treatment. There was no report of death or permanent impairment associated with this event.